Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted to the keypad traces. The keypad connector was fully locked. The insulin pump passed the displacement test, rewind, and basic occlusion test with no rewind anomaly noted. The insulin pump was programmed with a 1 unit bolus and monitored. The bolus was delivered and recorded properly in the bolus history screen and no bolus delivery anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump does not respond. Customer stated that she changed the infusion set and primed and when she connects the insulin pump, it goes to rewind complete and it is stuck. Blood glucose value over 300 mg/dl. Nothing further reported.